Manufacturer narrative:
Unit passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. All operating currents are within specification. Unit was unable to download to carelink, problem isolated to mother board. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, and scratched reservoir tube window. Unable to download to carelink due to multiple cold solder joints on the mother board.

Event description:
The customer's nurse reported via phone call that they were unable to upload the insulin pump to the continuous glucose monitoring system. The insulin pump alarmed low reservoir. The nurse was assisted with rewinding/priming the insulin pump with a pen but it still failed to upload.